Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the 3.0 x 23mm promus stent was implanted (without pre-dilatation) there was a distal edge dissection in the distal cx area. The dissection was pre-dilated with another company's 2.5x15mm balloon and a 2.5x15mm promus was implanted. At the conclusion of the procedure, there was no residual stenosis and no dissection seen. The pt was pain free with baseline EKG. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The promus IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Also, the lesion was not pre-dilated. The promus IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, the intimal dissection required treatment with another promus stent. Although a conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.